Event description:
It was reported that during prostate procedure at 270,000j and 29 mins of use; fiber tip came off. The fiber tip (cap) was cleaned during the procedure. The procedure was completed using second fiber. There was no injury reported to the patient due to this event.

Event description:
It was reported that during prostate procedure at 270,000j and 29 mins of use; fiber tip came off. The fiber tip (cap) was cleaned during the procedure. The procedure was completed using second fiber. There was no injury reported to the patient due to this event.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The distal part of glass cap and metal cap are detached and not returned. The glass cap exhibits severe devitrification at output window. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.